Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: linear st lead kit 70 cm, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 16941793.

Event description:
It was reported that the patient was unable to feel stimulation due to leads had high impedances. It was noted that reprograming was successful. The physician requested for an MRI due to onset of impedance. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted leads were discarded.